Manufacturer narrative:
According to the implant registration cards (irc) from mayo clinic's monthly reported list, a patient was implanted with an on-x aortic heart valve with extended holder 25mm (onxae-25, sn (B)(4)) on (B)(6) 2015 and died of unknown causes on (B)(6) 2016. In an attempt to obtain additional clarifying information, a phone conversation was conducted on 09/26/2016 with the physician's staff and it was indicated that information would not be released for the associated patient as they were deceased. The manufacturing records for the onxae-25, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxae-25, sn (B)(4), was implanted (B)(6) 2015 in the aortic position and the male patient died (B)(6) 2016 (1.37 years postop) at age (B)(6). The report of death came from the implanting hospital and no other details were provided. Without any clarifying information, we can only classify this as an unexplained death per akins [akins 2008] and cannot determine a definitive relationship, if any, with the valve. The 2014 national vital statistics system reports all cause mortality for males of all races 45-64 years of age is 782 per 100, 000 (0.78 %) [2014 ncdc/nchs vss, p. 7].

Event description:
According to the implant recovery card and the mayo clinic's monthly reported list, patient implanted with onxae-25 ((B)(4)) on (B)(6) 2015 and died on (B)(6) 2016.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant recovery card and the mayo clinic's monthly reported list, patient implanted with onxae-25 (B)(6) on (B)(6) 2015 and died on (B)(6) 2016.